Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Device evaluation in progress.

Event description:
It was reported that the bivona® adult tts¿ adjustable neck flange hyperflex¿ tracheostomy tube was in patient use for one week when it was observed that the cuff was broken. The reported device was replaced. The event was observed spontaneously by hospital personnel during the initial use of the device. According to the report, the cuff patency was tested prior to patient use and the cuff was filled with sterile water. No adverse effect to patient was reported.

Manufacturer narrative:
One bivona® adult tts¿ adjustable neck flange hyperflex¿ tracheostomy tube was returned for investigation. A review of the device master record was conducted and it was found to be complete. Visual inspection of the returned device detected a large cut/puncture in the device cuff. The observed cut/puncture appeared to have been caused by a blunt point exerting pressure on one concentrated area of the cuff while it was inflated. According to the initial report, the device had been in patient use for one week prior to the reported event. Investigation was unable to definitively determine a root cause for the observed cut/puncture; however, no evidence was found to suggest a manufacturing defect.